Manufacturer narrative:
Results: investigation summary: there are no returned samples. From the photos provided, it is confirmed that the non-conformance is epoxy on hub. Root cause description: based on the photos provided, it is confirmed that the non-conformance is epoxy on hub. The non-conformance may be caused by toppled racks during machine jam and affected racks were not properly cleared. To help to detect such occurrence, there is a sensor detect topple rack implemented on the assembly line implemented on (B)(4) 2016. The batch is produced in (B)(4) 2016 which is prior the implementation of this corrective action. DHR review: no similar defect was found in-process and out-going inspection. No notification was raised for this defect. Rationale: CAPA is not required as the corrective action has been implemented. (B)(4).

Event description:
It was reported that a nurse found foreign matter on the needle hub of a bd precisionglide® syringe needles 18g x 1" prior to use. There was no report of injury or medical intervention.